Event description:
I was a pt of (B)(6) from approx (B)(6) 2018 - (B)(6) 2018. I was never informed that their product may cause damage to my teeth. On (B)(6) 2019, I had a routine exam with my dentist, where I learned that several of my teeth were loose and my bite was off. My dentist was concerned and referred me to an orthodontist, who confirmed the same. I now need orthodontic treatment to correct my bite alignment so that no further damage is done.